Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "possible" deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: broken shell, delamination of valve, 100% of the valve, 25% of the shell and 25% of the plug strap are missing. A microscopic analysis identified: broken shell with striated edge on anterior side assessed as surgical damage, total delamination of diapherm flange disk assessed as adhesive failure, broken plug strap with striated edge assessed as surgical damage and missing shell, valve and plug strap assessed as inconclusive. No leak test and fill test due to device conditions.

Event description:
Healthcare professional reported left side "possible" deflation. Device has been explanted.

Event description:
The device has been explanted.